Event description:
The complainant reported that following insertion of the 14 fr sheath, the patient experienced right hip and leg pain. A short run-off confirmed a distal occlusion. An external fem-fem bypass was performed and the symptoms were alleviated. The impella cp pump was then inserted, but decreased flows were encountered. A fluoro revealed a kink in the impella cannula and the decision was made to replace the pump. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Manufacturer narrative:
The investigation of product damage (cannula kink), limb ischemia, and low pump flow has been completed. Limb ischemia: as all the necessary information was not provided, the root cause of the limb ischemia was not determined. Product damage - cannula kink: the returned product confirmed cannula kink. Clinical did not provide any information related to origin of kink. The root cause of the product damage - cannula kink was most likely a cannula kink though origin of kink is unknown due to limited clinical information. Low pump flow: the returned product was inspected and there was no biomaterial observed. The pump was run in the lab and low pump flow did not reproduce. The logs do not show any motor current spikes, positioning issues, placement signal trends or continuous suction alarms. The root cause of the low pump flow issue was not determined as no log abnormalities were observed and issue did not reproduce on returned product. Limited clinical information related to low pump flow was provided.